Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) after being plugged in overnight, the unit only lasted 20 minutes on battery. The iabp was on a patient. There was no report of patient injury or consequence. The mission was completed and the iabp was swapped for a spare. The field service engineer (fse)confirmed the charger voltage was okay and replaced the battery. The unit now checks ok.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of short battery run time was confirmed by the field service agent, however, the returned battery passed testing specifications during the complaint investigation. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) after being plugged in overnight, the unit only lasted 20 minutes on battery. The iabp was on a patient. There was no report of patient injury or consequence. The mission was completed and the iabp was swapped for a spare. The field service engineer (fse)confirmed the charger voltage was okay and replaced the battery. The unit now checks ok.